Event description:
It was reported that during treatment of venous insufficiency of the great saphenous vein using the closurefast catheter, an advisory message appeared on the radio frequency generator 2 displaying error code ¿350 too hot,¿ and the catheter/system was reported as ¿too hot.¿ the lumen was flushed prior to use, tumescent infiltration was utilized, local anesthesia was used, and compression was used with a transducer. Treatment was not continued with the same catheter, and the catheter associated with the ¿too hot¿ issue was not used. A new catheter was opened and used to complete the procedure, and the vein was reported to have closed. No patient complications or injury have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: device was decontaminated with cidex opa solution soak and tergazyme soak. No ancillary devices or images were returned with the device. Heating element/coil kinked. The catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas. All pins were visually inspected to be straight. The catheter connector was plugged into the resistance tester to perform continuity/resistance and connected to rfg for functional testing; the catheter was tested according to the test parameters, test methods, and acceptance criteria. Test 1. (E+/ e- test) (specification: 80 ohms to 113 ohms) ¿ result = 89.9 ohms test 2. (Tc+/ tc- test) (specification: = 250 ohms) ¿ result = 114.5 ohms test 3. (Resistor 1) (specification: 13.43 to 13.97 k ohms) result = 13.70 k m ohms test 4. (Resistor 2) (specification: 7.90 k ohms to 8.22 k ohms) result = 8.05 ohms all 4 tests passed as per the acceptance criteria. The catheter was connected and recognized by both the rfg3 and rfg2 lab generators when plugged in. When the temperature rose to 120 c, the device completed the cycle without seeing an advisory message. Additional information: the issue occurred during the procedure when the catheter was inserted into the generator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.